Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photographs were provided and evaluated. The first photograph shows the tyvek labeling that includes product information, which has been verified and matches the details in trackwise. The second photograph illustrates one magnum needle in a sealed package. The third photograph illustrates a particle visible in protective tubing within a sealed package. After reviewing the photographs, the reported failure can be confirmed. One sealed magnum biopsy needles was received for evaluation. There appeared to be an unknown substance within the sealed packaging. Upon visual and microscopic observation, an unknown substance was noted within the sealed packaging. During functional testing, due to the complaint reporting contamination no functional testing was performed. Therefore, the investigation is confirmed for the reported device contamination as an unknown substance within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other material issue is determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, a foreign object or lint was present in the needle. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the magnum needle. Prior to the procedure, a foreign object or lint was present in the needle. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.